Event description:
The consumer indicates that she used a pair of disposable underwear and noticed that they had parasites in the crotch region. The consumer indicates that she checked other disposable underwear she owns and that she has never used and that they too have parasites on them. The consumer indicates that the parasites "play possum" and only move about the five or ten minutes later. The consumer believes the issue might be due to the fact that the product is made from recycled material, or maybe because they have a "powdery" substance which the parasites may be attracted to. The consumer believes this product poses a safety hazard to consumers. (B)(4). (B)(6). The product number was not modified before the incident. If not, do you plan to contact the MFR: yes.